Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review could not be conducted. Please refer to the dyonics 25 fluid management system operations/service manual for warnings and precautions to prevent an over-pressurization event. A relationship, if any, between the subject device and the reported event could not be determined.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder arthroscopy, the dyonics 25 was over pressuring. The procedure was completed with the same device by setting lower pressure levels. No significant delay was reported due to the device malfunction. No patient injury was reported.